Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received eight non-lifevest defibrillations. The device was started up at 18:43:23 on (B)(6) 2024. At 17:29:55 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 120 bpm. At 17:40:59, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vt @ 200 bpm with motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 17:42:45, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vf. Post shock rhythm was obscured due to CPR/motion artifact. At 17:44:57, the patient received the third non-lifevest defibrillation. Rhythm at the time of the third non-lifevest defibrillation was vt @ 200 with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm with CPR/motion artifact. At 17:47:12, the patient received the fourth non-lifevest defibrillation. Rhythm at the time of the fourth non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was sinus rhythm @ 90 bpm with CPR/motion artifact and electrode lead falloff. At 17:52:48, the patient received the fifth non-lifevest defibrillation. Rhythm at the time of the fifth non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact. At 17:56:22, the patient received the sixth non-lifevest defibrillation. Rhythm at the time of the sixth non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 17:58:55, the patient received the seventh non-lifevest defibrillation. Rhythm at the time of the seventh non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 15 bpm with CPR/motion artifact and electrode lead falloff. At 18:03:11, the patient received the eighth non-lifevest defibrillation. Rhythm at the time of the eighth non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was in sinus bradycardia @ 10 bpm with CPR/motion artifact and electrode lead falloff. At 18:09:38, an arrhythmia was detected. ECG shows vt @ 250 bpm with CPR/motion artifact and electrode lead falloff. CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient. The electrode belt was disconnected at 18:12:24 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received eight non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received eight non-lifevest defibrillations. The device was started up at 18:43:23 on (B)(6) 2024. At 17:29:55 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 120 bpm. At 17:40:59, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vt @ 200 bpm with motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 17:42:45, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vf. Post shock rhythm was obscured due to CPR/motion artifact. At 17:44:57, the patient received the third non-lifevest defibrillation. Rhythm at the time of the third non-lifevest defibrillation was vt @ 200 with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm with CPR/motion artifact. At 17:47:12, the patient received the fourth non-lifevest defibrillation. Rhythm at the time of the fourth non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was sinus rhythm @ 90 bpm with CPR/motion artifact and electrode lead falloff. At 17:52:48, the patient received the fifth non-lifevest defibrillation. Rhythm at the time of the fifth non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact. At 17:56:22, the patient received the sixth non-lifevest defibrillation. Rhythm at the time of the sixth non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 17:58:55, the patient received the seventh non-lifevest defibrillation. Rhythm at the time of the seventh non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 15 bpm with CPR/motion artifact and electrode lead falloff. At 18:03:11, the patient received the eighth non-lifevest defibrillation. Rhythm at the time of the eighth non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was in sinus bradycardia @ 10 bpm with CPR/motion artifact and electrode lead falloff. At 18:09:38, an arrhythmia was detected. ECG shows vt @ 250 bpm with CPR/motion artifact and electrode lead falloff. CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient. The electrode belt was disconnected at 18:12:24 on (B)(6) 2024.